Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error. The customer did not recall the blood glucose reading when the alarm first occurred. The customer called back due to receiving another motor error alarm on (B)(6)2015. The blood glucose reading was 270 mg/dl. The insulin pump had not been exposed to a strong magnetic field and the customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.